Manufacturer narrative:
(B)(4). Batch # r92h3k. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot .

Event description:
It was reported that during the laparoscopic retosigmoidectomy procedure, while using the device, the teflon detached from the "tweezers" and it was necessary to open a new product. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.